Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 btt port was inserted, balloon was inflated with 15 cc of air and then it popped. Harvester held port in place to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).